Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the pump history showed a low battery warning and a replace battery alarm. The pump was returned with the normal bolus, audio bolus, alert, reminder, warning, alarm/error sound features set to (high) and the temp basal set to (off). A replace battery alarm and a low battery warning were reproduced for investigation with sounds set to high. The pump gave the appropriate sound warning and displayed alarm message on the screen. The audible alarm readings were measured to be within specification. The pump cover was removed and there was no intermittent condition or defects were found to the piezo circuit. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. The reporter stated that the patient received a replace battery alert and tone and then the pump powered off. When the patient went through the history they saw a low battery alert that they weren't aware of because they did not receive an audio alert. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.